Event description:
Caller reported that intermittent occlusion alarms occurred. The customer¿s blood glucose level was 470 mg/dl. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.